Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-27183, 2017865-2021-27184. It was reported that a patient presented to the clinic on (B)(6) 2021 with a methicillin-resistant staphylococcus aureus infection. The patient's whole system, including their implantable cardioverter defibrillator, right atrial and right ventricular leads were explanted on (B)(6) 2021.